Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
On (B)(6) 2017, before use on a patient, a liquid was found in the sheath sideport. No flush was found. Suspected that a liquid was contained by default. New intra-aortic balloon (iab) was used to continue therapy. No patient injury was reported.

Manufacturer narrative:
The introducer sheath and dilator were returned without any missing parts from them. No blood was visible on the returned components. Clear fluid was found inside the sideport tubing of the sheath. The evaluation consisted of a visual inspection confirming the presence of fluid inside the device packaging. A sample of the fluid has been tested via infrared spectrum analysis. Two ¿known silicone¿ control samples (dow corning 360 medical fluid and silicone coating solution, document numbers (B)(4) and (B)(4) were used to compare the results to. The attached infra-red spectrophotometer results confirmed that the substance was silicone which had migrated inside the packaging of the device during storage. Silicone is used as a lubricant during the manufacturing process and has been determined to be biocompatible. Devices with silicone found in the packaging can continue to be used and pose no risk to the patient. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The event has been confirmed, there was no malfunction of the reported devices. Complaint # (B)(4).

Event description:
On (B)(6) 2017, before use on a patient, a liquid was found in the sheath sideport. No flush was found. Suspected that a liquid was contained by default. New intra-aortic balloon (iab) was used to continue therapy. No patient injury was reported.

Manufacturer narrative:
(B)(4). Device evaluation changed from: the introducer sheath and dilator were returned without any missing parts from them. No blood was visible on the returned components. Clear fluid was found inside the sideport tubing of the sheath. The evaluation consisted of a visual inspection confirming the presence of fluid inside the device packaging. A sample of the fluid has been tested via infrared spectrum analysis. Two ¿known silicone¿ control samples (dow corning 360 medical fluid and silicone coating solution, document numbers (B)(4) were used to compare the results to. The attached infra-red spectrophotometer results confirmed that the substance was silicone which had migrated inside the packaging of the device during storage. Silicone is used as a lubricant during the manufacturing process and has been determined to be biocompatible. Devices with silicone found in the packaging can continue to be used and pose no risk to the patient. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The event has been confirmed, there was no malfunction of the reported devices. To: "difficult/unable to flush" the technician was able to successfully flush the sheath¿s side port tubing without difficulty. We were unable to confirm difficult/unable to flush. "Foreign matter in sheath sideport" the evaluation consisted of a visual inspection confirming the presence of fluid inside the component tubing. A sample of the fluid has been tested via infrared spectrum analysis. The results confirmed that the substance was silicone which had migrated inside the packaging of the device during storage. Silicone is used as a lubricant during the manufacturing process and has been determined to be biocompatible. Components with silicone found on them can continue to be used and pose no risk to the patient. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The event has been confirmed, there was no malfunction of the reported devices. Complaint # (B)(4).

Event description:
On (B)(6) 2017, before use on a patient, a liquid was found in the sheath sideport. No flush was found. Suspected that a liquid was contained by default. New intra-aortic balloon (iab) was used to continue therapy. No patient injury was reported.